Event description:
Information was received that during pre-testing of this smiths medical cadd cassette reservoirs, fluid leaked from the medication reservoir was noted. It was reported that when filling up medical fluid into the cassette during a pre-use check, the customer noticed the fluid leaked from the medication reservoir. No patient injury. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one cadd cassette reservoir was returned for analysis in used condition. Visual inspection identified no discrepancies. During functional testing, a syringe was used to infuse water into the ay bag. Leakage were detected in one of the top corners of ay bag. The customer reported issue was able to be duplicated. The problem source was identified as manufacturing.